Manufacturer narrative:
Retained samples were evaluated. The retained samples were visually inspected and functionally evaluated for sterility and the samples met specifications.

Event description:
It was reported that the patient underwent caesarean section on an unknown date and suture was used. Following the procedure, the patient experienced infection with odor around the suture line. Additional information has been requested.

Manufacturer narrative:
(B)(4) ¿ odor; infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch t4041; batch t4044. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent caesarean section on (B)(6) 2015. Approximately 9 days following the procedure, the patient experienced local reaction and infection of the rectus sheath. It was reported the suture had an odor and nearby location was infected. The patient was administered prophylactic antibiotics and cultures were performed with no specific results. The patient¿s wound was cleaned, resutured and wound dressed. Following resuturing of the wound, the patient condition is reported as normal. (B)(4).